Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was in the hospital. The patient went into ventricular fibrillation, but the device did not shock. The patient was externally defibrillated. Upon interrogation, a fault code 3 was displayed - pg memory fault fallback mode. The patient had been lost to follow-up.